Event description:
The device was used during a laparoscopic cholecystectomy procedure. The clips were malformed (scissored). A new device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
H6; code 400: yielded jaws. Facility experienced an event with ligaclip* endoscopic rotating multiple clip applier on 3/21/97 while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973510. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, no; damaged jaws, no; damaged feed bar, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform no; jaws: hold clip, yes; lockout functional, n/a and number of clips fed and formed, 2 scissored. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips. The instrument was cylced and scissored the clips due to the misalinged jaw tips. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.